Event description:
In 2009, the pt presented with a traumatic pseudoaneurysm from a motor vehicle accident, and was treated with a gore tag thoracic endoprosthesis. The device was placed in an area of the descending thoracic aorta measuring 21 mm in diameter. The procedure was successful, and a f/u CT the following month, showed the stent-graft was fully open. Six days later, however, a CT showed the device was beginning to compress, and another CT eight days later, showed further compression. The following day, the pt underwent an add'l procedure in which a tgt2610 was placed. The add'l device and ballooning resolved the compression. The pt is stable with no other complications. The aortic treatment range for a tg2610 is 23-24 mm. Device oversizing may have caused the compression.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.